Event description:
Nurse administered insulin using kendall monoject 1 cc safety syringe. This syringe's safety feature involves pulling up a sheathing device to cover needle. Upon attempting to pull up sheathing device, nurse encountered resistance and then used additional force. With the additional force the syringe ricochetted into their hand before the needle was sheathed and the needle punctured their hand.